Event description:
The girlfriend of a (B)(6) male pt called zoll customer support to report that the cable on the pt's electrode belt was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cable damaged) was confirmed. Upon investigation both the cable between the distribution node and front therapy electrode and the trunk cable were cut. The root cause for the damaged cables could not be positively identified but was likely physical abuse. No adverse event resulted from the cut cable. The pt received a replacement electrode belt.